Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. Customer's blood glucose was 45 - 70 mg/dl at the time of incident. Patient's current blood glucose is 75 mg/dl. Product will not returned for analysis.